Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope with a single use distal cover, the physician noticed that the distal cover was missing. Because the examination was quite busy, it is unknown whether maj-2315 was forgotten from the beginning or whether it fell into the body. After reattaching the cover, the procedure was completed. Fluoroscopy, CT scan, and re-insertion of a gf scope were performed, and the distal cover could not be located in the patient¿s body. The doctor stated that it could have passed through the duodenum. There was no abnormality in the bronchi and no aspiration. No change in physical condition. The patient remained hospitalized for observation after the procedure. The hospitalization is not due to the missing distal cover. The patient has since been discharged and is doing well. The physician stated, ¿if the distal cover is not attached correctly, it will be reflected in the field of observation, and since there was no such problem, it is highly likely that it was forgotten to be attached from the beginning, but honestly I am not sure.¿ case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, this complaint is determined to be information only and a clear cause could not be identified. It is highly likely that the customer forgot to attach the cover to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿using without the cover may damage tissue. Be sure to attach the cover to the scope before use and confirm that there are no cracks or other abnormalities after attachment.¿ this supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: (B)(4)). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, it is highly likely that the facility side forgot to use the distal cover based on the above investigation results causing the drop off of maj-2315.